Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that water droplets were visible behind the display screen after the patient was swimming with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: evaluation revealed that moisture was visible on the display. The pump case was found to be cracked and failed a leak test. The pump was opened and corrosion was found on the inside of the case and on internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.